Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels; bg values were not provided. Additionally, multiple cartridges were not detected during the load sequence. Multiple attempts were made by tandem technical support (cts) to follow up with the customer on the reported issue; however, no response from the customer was received.